Manufacturer narrative:
Device code grid: updated to " migration of device or device component " to clarify the issue based on further review.

Event description:
During the coil embolization procedure of the last coil (subject device), the physician received positive confirmation that the main coil was detached as the physician watched the proximal end of the main coil left inside the distal tip of the microcatheter, when the microcatheter was withdrew from the coil nest. However, while the physician pulled the delivery wire back into the microcatheter, the proximal part of main coil came with it and detached within the tip of the microcatheter. It was reported that the tail of the main coil was hanging in the parent vessel; therefore; aspirin was administered to the patient.

Manufacturer narrative:
Adverse event/product problem: corrected based on further review of additional information received. As the additional information received on 7-nov-2017 that the parent vessel was big and the tail of the main coil was relatively small, the reason physician decided to provide aspirin to the patient was due to the concern of the coil tail. Hence the aspirin was provided as a preventive medication not the medical intervention to the patient. Therefore this event is only a malfunction not a serious injury. Outcomes attributed to ae: removed "required intervention to prevent permanent impairment/damage (devices)". As the additional information received on 7-nov-2017 that the parent vessel was big and the tail of the main coil was relatively small, the reason physician decided to provide aspirin to the patient was due to the concern of the coil tail. Hence the aspirin was provided as a preventive medication not the medical intervention to the patient. Product available to stryker: updated. Because the subject coil was not received, but only the concomitant microcatheter from other manufacturer was received. Type of reportable event: corrected based on further review of additional information received. As the additional information received on 7-nov-2017 that the parent vessel was big and the tail of the main coil was relatively small, the reason physician decided to provide aspirin to the patient was due to the concern of the coil tail. Hence the aspirin was provided as a preventive medication not the medical intervention to the patient. Therefore this event is only a malfunction not a serious injury. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the concomitant microcatheter from other manufacturer was received, the subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported main coil protrusion cannot be determined.

Event description:
During the coil embolization procedure of the last coil (subject device), the physician received positive confirmation that the main coil was detached as the physician watched the proximal end of the main coil left inside the distal tip of the microcatheter, when the microcatheter was withdrew from the coil nest. However, while the physician pulled the delivery wire back into the microcatheter, the proximal part of main coil came with it and detached within the tip of the microcatheter. It was reported that main coil was left inside the patient and the tail of the main coil was hanging in the parent vessel. Because the parent vessel was big and the tail of the main coil was relatively small, the physician decided to provide aspirin to the patient for the concern of the coil tail.

Event description:
During the coil embolization procedure of the last coil (subject device), the physician received positive confirmation that the main coil was detached as the physician watched the proximal end of the main coil left inside the distal tip of the microcatheter, when the microcatheter was withdrew from the coil nest. However, while the physician pulled the delivery wire back into the microcatheter, the proximal part of main coil came with it and detached within the tip of the microcatheter. It was reported that the tail of the main coil was hanging in the parent vessel; therefore; aspirin was administered to the patient.